Event description:
Information received from the field notes that no capture was present in the ventricle. The patient's underlying rhythm was intrinsic. The device will remain in ddd mode and the patient will be monitored.